Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer went unconscious due to low blood glucose and was taken to the emergency room. Nothing further was reported.